Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16. For these test strips a product problem has been found if the coaguchek value > 4,5 inr. Since this is a known issue, the customer material is not requested for further investigation. Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred. In relation to qn-cps-2018-111 and sb-cps-2018-014, coaguchek values are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek in range meter serial number (B)(4), when compared with a laboratory result using the thromborel s method. The customer¿s meter result was 4.6 inr and the laboratory result was 3.4 inr. The results were approximately 2 hours apart. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. The customer¿s recent inr results have been constant and warfarin dose has been constant. There was no allegation that an adverse event occurred. The customer¿s medications and diet have not changed recently.